Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer noticed a crack on the pump. The customer changed the battery and was not sure how moisture got in the pump. The customer stated that the battery compartment casing was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.